Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains has been explanted

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation.

Event description:
Healthcare professional reported "patient stated dog jumped on to right chest" which has been deemed not device related and thus no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.